Event description:
It was reported that during an unknown procedure, the device locked out. There was no additional information or contacts available. It is unknown how they completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Malformed clip, jaws unable to open_open after assisted. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted: one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.